Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion seal (dso) was delaminated. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log could not be reviewed due to the communication problem/software update collapsed. Functional testing was performed. The printed wire assembly (pwa) was replaced to resolve the reported issue.

Event description:
It was reported that the device communications with the pump failed. Per reporter, the issue occurred during startup. There was no patient involvement. Device evaluation revealed a delaminated downstream occlusion seal.